Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition the investigation also found the following; the distal end plastic cover was dented, the objective lens had a chip and angulation was reduced in the down direction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a foreign object stuck in the scope. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was that clogged the scope nozzle. There was no damage to the area where the foreign material was detected, and it is unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.